Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a loop explant and re-implant procedure involving an implantable cardiac monitor, a new loop was implanted and the signal was confirmed to be good. The physician then used a plasma blade and a loss of bluetooth connection was observed. An attempt to interrogate the device again was unsuccessful, including with the patient wand placed directly on the device, and the device could not be interrogated at a later time or by a different device. The device was explanted and a new loop was implanted as a replacement. The explanted device was discarded by the hospital after the procedure. No patient injury was reported.